Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with carto® 3 system and a map shift issue occurred. After performing a flutter line in the right atrium (ra), the physician then went transseptal to the left atrium (la) to ablate the afib. When they went back to the ra, the map had shifted and the coronary sinus(cs) catheter was out of the chamber. The cs appeared higher than the original screen shot at the beginning of the case and the flutter line was shifted. The patient had not moved, and no cardioversion was done prior to the map shift. At this point, the procedure was already complete. The new lesions on the flutter line also appeared a couple inches higher than the original cavo-tricuspid isthmus (cti) line. The ra was not remapped. There were no alerts for movement seen. Device evaluation details: the study data that related to the reported issue was requested by the device manufacturer; however, no additional data was received from the account and it was reported that the data is not available. Therefore, investigation of the map shift issue cannot be completed. The biosense webster, inc. Technical services team confirmed that no service was required by the customer as they only requested a documentation of the issue. The history of customer complaints reported during the last year associated with carto 3 system # 29124 was reviewed. No similar complaints were found. A manufacturing record evaluation (mre) was performed for the system # 29124, and no internal actions related to the reported complaint condition were identified. Based on the completed mre, the h4. Device manufacture date has been updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer¿s ref # (B)(4)

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with carto® 3 system and a map shift issue occurred. After performing a flutter line in the right atrium (ra), the physician then went transseptal to the left atrium (la) to ablate the afib. When they went back to the ra, the map had shifted and the coronary sinus(cs) catheter was out of the chamber. The cs appeared higher than the original screen shot at the beginning of the case and the flutter line was shifted. The patient had not moved, and no cardioversion was done prior to the map shift. At this point, the procedure was already complete. The new lesions on the flutter line also appeared a couple inches higher than the original cavo-tricuspid isthmus (cti) line. The ra was not remapped. There were no alerts for movement seen.